Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. All connections on left and right monitors were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left monitor was not working. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.